Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the unit was returned with the stent separated from the catheter. The stent was twisted and mangled. The c-flex junction was intact. The guiding catheter used with the device was not returned. Quality engineering was unable to determine the root cause of the stent separation or the inflation difficulties. It is possible that there may have been a problem with the inflation device used. Maneuvering through a tortuous vessel may have caused the stent to loosen on the balloon and separate from the delivery device. There is no indication in the complaint that any device defects were noted during preparation. No corrective action will be implemented. As part of quality process all sds devices are inspected on-line to ensure that each stent is securely mounted on the balloon. A review of the finished device mfg records for this product lot revealed no non-conformities with a relationship to this issue. The MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure, resistance was met and the stent delivery system was removed through the guiding catheter (contrary to IFU). Upon removal it was noted that the stent had separated from the delivery system. The procedure was successfully completed with another co's stent. Reportedly no pt injury was associated with this event.